Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, external error, watchdog timeout, and battery out limit. Customer's blood glucose level was 160 mg/dl. The insulin pump was stored or not in use for an extended period of time. The unexpected restart alarms were recurring during normal insulin pump use. The customer changed the battery 6 times. The insulin pump was making a high pitched squealing sound. She had the battery cap replaced. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump passed the self test and unexpected restart test. No unexpected restart alarm anomaly was noted. The pump was monitored and no unexpected audio/beep anomaly was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked lcd window.